Manufacturer narrative:
The edwards sapien 3 ultra system is indicated for use in patients with heart disease due to native calcific aortic stenosis at any or all levels of surgical risk for open-heart surgery. The device was used in an off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures using the sapien 3 ultra, the available training materials were reviewed only for information potentially relevant to the device use. Valve malposition and embolization is a known potential complication associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper valve assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (valve positioning prior deployment, placement of s3 valve in a borderline size native pulmonic valve) likely contributed to the too pulmonic position and pvl of the initial sapien 3 ultra valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device remains implanted.

Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra valve in the pulmonic position via transfemoral approach, the valve was positioned more towards the right ventricle (rv). The 26 mm s3 valve was post dilated with a non-ew balloon. The paravalvular leak (pvl) was mild. After second inflation with the 28 mm non-ew balloon, the moderate to severe pvl was present. The second 26 mm s3 was deployed without incident. There was no patient harm associated with this reported event.